Manufacturer narrative:
Additional information was received on 11sept2019, stating that there was longer anesthesia time for the patient caused by the 60 minutes delay in the procedure. The procedure was completed by using another mayfield c clamp while patient was in the prone position.

Manufacturer narrative:
Additional information: d10 (concomitant medical products), g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h4 (device manufacture date), h6, h10. Device identifier#: (B)(4). The device was returned for evaluation and the unit did not meet all specific functional test. It was received with the left and right pawls worn and needed to be replaced. It was also received without the pedi rocker arm or suit case; general maintenance and cleaning required. The complaint was likely caused by wear and tear / improper handling. Root cause was unknown, however: most probable root causes are: incorrectly assembled device, improperly tested/inspected device, improper technique used during procedure, inadequately maintained device used for procedure, device used with incorrect/unauthorized devices/accessories for procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no: 3004608878-2019-00831.

Event description:
This is 2 of 2 reports. A sales representative reported in behalf of the customer that the a2114 mayfield infinity xr2 skull clamp had slipped. Additional information received on 29aug2019 indicating that the (B)(6) year old male patient was prone in the radiolucent mayfield for a posterior cervical fusion. The clamp slipped out of position while the surgeon was holding the clamp on (B)(6) 2019. The entire mayfield (clamp and base) had to be switched out while the patient was prone because surgeon did not trust the clamp. A 60-minute delay in surgery was reported. No patient injury was reported. Additional information has been requested.